Event description:
It was reported during a routine implant procedure, prior to wound closure, that the physician reported difficulty implanting this right ventricular (rv) lead, due to patient anatomy. The rv lead perforated into the myocardium of the heart. The rv lead was repositioned successfully. The patient reported shortness of breath post implant, and an echo procedure confirmed fluid in the cardiac sac. No further treatment is planned at this time. The patient will be monitored closely. The rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine implant procedure, prior to wound closure, that the physician reported difficulty implanting this right ventricular (rv) lead, due to patient anatomy. The rv lead perforated into the myocardium of the heart. The rv lead was repositioned successfully. The patient reported shortness of breath post implant, and an echo procedure confirmed fluid in the cardiac sac. No further treatment is planned at this time. The patient will be monitored closely. The rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the <<description>> for more information regarding the specific circumstances of this event.